Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Device not returned. The most likely cause for the reported failure can be attributed to misuse/mishandling of the device.

Event description:
On 3/6/2023, it was reported by a sales representative via email that an ar-4501 meniscal cinch ii first anchor did not deploy. The surgeon advanced the first button, heard the click, lowered the first button, and when locating the point to deploy the second anchor, it was noticed that the first anchor did not deploy. Case was completed using a new device. This was discovered during a meniscal repair procedure on (B)(6) 2023. Additional information requested.